Event description:
It was reported that the customer exposed the pump to water and a malfunction alarm occurred. Customer's blood glucose level was 201 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.